Event description:
Healthcare professional (hcp) reported that the home pt (hp) was overfilled while using the homechoice cycler for automated peritoneal dialysis therapy. Hcp called in to baxter's operational support and reported that during therapy the hp was overfilled and "started to turn blue." Hcp placed the hp into a manual drain immediately. Follow-up with baxter's operational support rep revealed that the hcp manually drained the hp until the hp was completely drained and was able to continue with the therapy. There was no pt injury or medical intervention reported.